Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and experienced a fault code, indicating a shorted lead was experienced during therapy delivery. The device was explanted. The bipolar atrial lead was also explanted because of high pacing thresholds. A new lead and device were implanted. Testing of the transvenous defibrillation lead revealed acceptable measurements and remains implanted.